Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated. The device has been implanted greater than eleven years. Technical services advised explanting the device as it is likely well beyond the end-of-life battery status by now. The device was explanted. There were no additional adverse patient effects.